Event description:
It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2021 due to pain and swelling. Upon removal, there were no deficiencies or malfunctions found with any tmc device and the patient's bones were completely fused. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2019, all hardware was removed in a revision surgery on (B)(6) 2021 due to pain and swelling. No devices were returned for evaluation. The device history records for the device were reviewed and no issues were identified during its manufacture and release that could have contributed to what was reported. Upon removal, there were no deficiencies or malfunctions found with any tmc device and the patient's bones were completely fused. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.